Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the instrument would not verify when attached to a known good tracker. Divot error 2.9 to 3.1 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that a representative discovered two damaged straight suctions at the site.